Event description:
A facility reported that the duo headlight and carrying case (90600) was flickering intra-operatively. No patient injury, death or surgical delay was reported. Upon further assessment by an integra depot technician, it was noted that the duo headlight/led was overheating.

Manufacturer narrative:
The suspected duo headlight and carrying case (90600) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. The returned duo headlight was received in used condition. Assessment by the depot technician found that the problem of the duo headlight flickering, indicated by the customer could not be confirmed. However, the fan was not working, and when the led overheats, the light intensity decreases/dims. This could be the "flickering" that the customer describes. No manufacturing, workmanship, or material deficiency has been identified. The fan was replaced to correct the issue of dimming. As a preventative measure, the power cable running from the battery to the headlight was replaced, in addition to the connector board and the gear housing. This device has been tested to verify that it meets manufacturer's specifications.